Event description:
It has been reported to philips that the left lcd monitor started to smoke during a case. The customer unplugged the system and aborted the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular planned/non-emergency procedure was performed when the issue happened, and procedure was completed by using another system. A philips field service engineer (fse) inspected the system onsite and confirmed that monitor started to smoke during a case. Upon troubleshooting, fse identified that monitor cable was damaged and the damaged wire shorted out due to restricted movement. To resolve the issue, fse replaced the active monitor. After replacement of the monitor, system was returned to use in good working order. The codes were updated based on the investigation outcome.